Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited difficulty to be removed from the catheter and insulation damage. The lead was not used and a new lead was implanted. The patient was in stable condition.